Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada; the malfunction was observed and the main board was replaced to resolve the malfunction. The device was recertified and returned to the customer. The main board was returned to zoll medical us, the number malfunction was duplicated and attributed to a faulty capacitor on the main board. Analysis for reports of this type has not identified an increase in trend.